Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that when the sagittal saw attachment device was turned on, it generated heat and black debris came out of it. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. A device history record review was performed which indicated that there was a non-conformance associated with the lot number that was unrelated to the reported malfunction. All the issues identified were resolved prior to product release. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. During repair, it was determined that the device failed pretest for check of free movement. During assessment, it was identified that the device was heavily blocked. The device was disassembled, and it was determined that the inner mechanical parts were heavily corroded and worn. It was further observed that all the mechanical parts were covered with debris. It was determined that the moving parts of the device did not move smoothly. It was further determined that the defects related to the inner mechanical parts were due to normal wear. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.